Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported infusion set tubing detachment at the quick release/site connector on the second day of use while she was sleeping. The location of pump and site were reported to be the patient's left leg. The infusion set was not stored or used in a place where they might have been exposed to extreme temperatures and humidity. No further information available.